Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 12/99, the pt underwent a primary left l5-s1 spinal root decompression. In july of 2000, the pt presented with recurrent back pain with radiating pain to both hips which was moderate in intensity. The pt was treated with anti-inflammatories and gradually improved. The event resolved with treatment in 9/00. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.